Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that she felt a shocking sensation and that the thought the device was "off". She has seen her doctors and gotten other opinions, and was told the "device was working" by some, and "device was working but not working for you" by others. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that she started to pass out, and asked "are my devices working and why am I passing out?" The patient further reported that over the past year she passed out four times and had dizziness, with blood pressure over 200. The patient wondered if the device was causing her to faint. The patient also reported that she was questioning the manufacturing date of the crt-p device and that she has had "problems" with it, including "hurting" and passing out and feeling dizzy. The patient further reported that she felt a shocking sensation and that the thought the device was "off". She has seen her doctors and gotten other opinions, and was told the "device was working" by some, and "device was working but not working for you" by others. The device remains in use. No further patient complications have been reported as a result of this event. The patient further reported that the device was shocking the patient all the time, and that it was to be removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).